Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial #: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving bupivacaine 5 mg/ml for a total dose of 0.24 mg/day and morphine 2 mg/ml for a total dose of 0.096 mg/day via an implantable pump for non-malignant pain. It was reported the patient had a new implant (pump) placed yesterday ((B)(6) 2018). It was noted that during the case the clinical specialist updated the pump dose to 4.9 mg/day after confirming the dose with the physician. The patient was sent home that day ((B)(6) 2018) and was readmitted today ((B)(6) 2018) due to being unresponsive. The physician reached out to clinical specialist who covered the case and asked them to come and reprogram the pump. It was determined that the physician had wanted the pump programmed to 0.499 mg/day and not 4.9 mg/ml at the implant. The patient was placed on a ventilator and the pump was reprogrammed to 0.096 mg/day. It was noted as a sudden change in therapy/symptoms. The event date was (B)(6) 2018. Additional information received from manufacturer representative on (B)(4) 2018 indicated that the programmers used were the (B)(6) tablet and the clinician programmer (8840). The software card version for the 8840 clinician programmer was aau01. The patient's weight was unknown and the patient's status was expired. No further complications were reported.